Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user requested return of the ilet system due to fluctuating blood glucose and an unreliable app interface, and the user¿s healthcare provider was informed and involved. Symptoms included hypoglycemia of unclear cause. Outcomes included no reported hospitalization, disability, or other long-term sequelae. Investigation included troubleshooting and education, review by the field team, and processing of the return through established channels. Investigation of this case revealed an undetermined cause, with device performance concerns reported by the user and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.